Manufacturer narrative:
Siemens local service engineer tested operation of the footrest but found no mechanical defects. The customer was advised to make sure the footrest is flat against the table and secure in detents before loading pt according to the operator manual xpd1-320.620.01.02.02 pages 73-75. The footrest was sent to our factory for further investigation. Pictures of the footrest and the tabletop, where the footrest is attached, were also requested. This report was submitted 12/26/2014.

Event description:
According to the info received from the facility, the customer was using the footrest during pt examination on the luminos agile system. The green light came up showing that the footrest was latched and safe to use. During pt examination, the footrest slipped downward causing a pt to fall. There are no injuries attributed to this event.